Manufacturer narrative:
Continuation of medical devices: product ID 8731, serial# (B)(4), implanted: (B)(6) 2004, product type catheter. Information references the main component of the system. Other relevant device(s) are: product ID: 8731, serial/lot #: (B)(4), ubd: 14-sep-2006, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving lioresal (2,000 mcg/ml, 150 mcg/day) via an implantable pump for an unknown indication for use. On an unknown date, a computed tomography (CT) scan was performed for an unknown reason and showed a fractured 'lead' (also stated as "catheter"). The patient had no reported signs or symptoms of the catheter fracture. The catheter was replaced on (B)(6) 2018. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.